Manufacturer narrative:
(B)(4). Method: three complaint masks were returned and visually inspected. Results: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. Visual inspection of the three complaint masks revealed that the seals were glued properly with a continuous bead of glue. Indents in the glue line show that the seals were properly inserted into the bases. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mask seal is inserted into the base and the glue is applied. According to our set procedure, the assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Sample masks are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. The rt040 mask is subjected to post-production tests that ensure the seal on the mask can withstand a removal force greater than 100n. The detachment of the seal from the mask base is likely to have occurred post-production and may be related to the effects of transport or storage of the masks. (B)(4).

Event description:
A distributor in (B)(6) reported that the silicon seal of three rt040 full face masks separated from the mask base. This was found prior to patient use.